Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from new zeland a valve model 11500a25 was explanted from aortic position the same day of implantation for unknown reason. A 25mm aortic valved conduit was implanted in replacement.

Manufacturer narrative:
Added information to a1 (patient identifier) and a2 (age at time of the event and date of birth).

Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions). H11. Additional narrative/data: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.